Manufacturer narrative:
Concomitant medical products: 694758 lead, implanted: (B)(6) 2008; d224trk ICD, implanted: (B)(6) 2009.

Event description:
It was reported that the patient's right ventricular (rv) lead fractured. The lead was capped and replaced. It was also reported that the patient's right atrial (ra) lead was attempted but not used during implant. Follow up was conducted to no avail. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.